Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the product likely failed due to misuse, by product being put through torsional overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. During the procedure, the tip of the straight screwdriver fractured while removing the trial liner. The liner and acetabular cup were removed and another acetabular cup was utilized to complete the procedure. As a result, a greater than 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.